Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Details regarding a visual inspection were not provided. The reported condition was confirmed. The investigation identified the cause of the reported event to be the fuse clip. The fuse clip was re-connected to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing at the facility, the return electrode monitor(rem) of the unit had no activity wherein rem signal remains green when it should not. There was no patient involved.